Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hasp was out of alignment, causing intermittent smart remote manager failures. A field service engineer remounted the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available. E1: initial reporter facility name -(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager had failed intermittently. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.